Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. There was no report of tortuosity or calcification. The 4.5 x 20 mm nc trek balloon catheter was advanced, but could not cross to the lesion. The balloon catheter was partially removed, and the distal portion remained in the guiding catheter. A bend was seen in the mid shaft; therefore, an attempt was made to straighten the device, but the shaft separated. The device was removed without issue and a new 4.5 x 20 mm nc trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported shaft separation and kink were confirmed. However, the failure to cross and difficulty to position could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. In this case, it is likely that handling of the shaft in attempt to straighten contributed to the reported shaft detachment.